Manufacturer narrative:
A site visit to the facility who reported this event was conducted. Roi cps, llc kits were observed from receiving, through handling, storing, and use of the kits. The conclusions drawn from the visit and the recommendations to the facility are attached to this report.

Event description:
A hole was discovered in the vented bag before pack was opened for the case.